Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test, internal leakage test and pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. Both nozzles for the gas modules have been replaced due to that the nozzles were broken. The provided logs confirm he reported issue. Despite several reminders, we didn't receive the defective nozzles for further investigation. Therefore, no root cause can be established. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.

Event description:
It was reported that the ventilator failed safety valve test, internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).